Event description:
Related manufacturer reference number: 2017865-2022-03731. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device was on 8 feb 2022. It was also noted that the patient's right atrial (ra) lead was dislodged in 2020 during a watchman procedure, but was not removed at that time. Therefore, during the pacemaker explant procedure, the physician attempted to reposition or explant the ra lead but was unsuccessful. Instead, the physician elected to cap and replace the ra lead on (B)(6) 2022. The patient condition was stable.